Event description:
It was reported that he left fossa component is broken and a revision surgery will be performed to remove the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The device is not available for return. The investigation performed confirmed that the left tmj device is broken and the mandibular component is dislocated in the fossa. Photos and scans were reviewed by stryker's engineering department and it is believed there was trauma or an accident that may have caused this event. A revision surgery is recommended however, it is not scheduled. If any new information is received, it will be reviewed, investigated, and added to this report.

Event description:
It was reported that he left fossa component is broken and a revision surgery will be performed to remove the device.